Manufacturer narrative:
Batch review performed on 17 january 2019. Lot 171730: (B)(4) items manufactured and released on 27 july 2017. Expiration date: 2022-07-14 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Biolox delta ceramic ball head 12/14 ø 28 size l +3.5 reference 01.29.203 (k112115). Lot 176812: (B)(4) items manufactured and released on 29 march 2018. Expiration date: 2023-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, two weeks after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully.